Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
A (B)(6) male patient with cardiogenic shock underwent osteolysis of the right leg on (B)(6) 2014. As the ion was being introduced the plastic wings broke leaving the needle into bone. Needle was retrieved with a kelly and pliers. Procedure was completed with a new osteolysis needle. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.